Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels [bg value was not provided] and went to the emergency room. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.